Event description:
In addition, the affiliate stated the customer reported the differentials yielded r flags on 5c cell controls and patient samples involving the coulter lh 500 hematology analyzer. Beckman coulter customer technical specialist (cts) guided the customer through cleaning the exterior of the blood sampling valve (bsv), verify the differential mix drive, and bleach the flowcell. The customer was also advised to replace the reagent pack. The customer stated the issue continued after the system diagnostics and requested service. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
Service was not dispatched as the customer resolved the fluid leak issue through system diagnostics via the telephone. In conclusion, the likely cause of the event is attributed to the tubing at pinch valve pv43. A definitive cause of the fluid leak, from the tubing, is unknown. (B)(4).

Manufacturer narrative:
The field service engineer (fse) observed solenoid #59 was not activating pinch valve #58 which enabled the addition of stabilyse to the mixing chamber causing the r flags on the differential results. The fse replaced solenoid #59 and resolved the r flag issue. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation.

Event description:
The affiliate stated the customer reported approximately three (3) milliliters of blue fluid leaked within the instrument while analyzing controls and patient samples involving the coulter lh 500 hematology analyzer. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. There was no consequence to patient care associated with this event. The customer noted the fluid leaked at pinch valve pv43 from the tubing through fitting ff222. The customer replaced the tubing and resolved the fluid leak issue.